Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was used to treat a lesion in the circumflex. There were no abnormalities reported in relation to patient anatomy. The device was inspected with no issues. The lesion was not pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is reported that after the stent was deployed difficulties were encountered when trying to remove the device. Although the doctor thought that the balloon was deflated the device seemed to be stuck in the vessel, and it was difficult to retrieve. A dissection occurred which required a stent graft. The device was successfully retrieved and the patient was fine after the stent graft.

Manufacturer narrative:
Product analysis summary: kinks were evident on the hypotube 34cm and 53cm distal to the strain relief. The proximal markerband was positioned in the balloon bond. The distal portion of the balloon had folded in on itself. There was severe stretching evident to the material at the guide wire entry port. Severe stretching was evident to the transitional tubing material. The transitional tubing material appeared pinched. It was not possible to front load a patency mandrel through the guidewire entry port due to stretching of the material. A patency mandrel was loaded into the distal tip which anchored the distal tip, enabling the balloon material to be pushed proximally and the distal portion of the balloon pushed outwards to expose the portion of the balloon that had folded inwards. There was no detachment of the balloon material. If information is provided in the future, a supplemental report will be issued.